Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant falsely elevated na results with "measurement error" and were within the normal range upon repeat testing. The customer performed advanced cleaning in replicates of five and performed calibration twice. The customer replaced the sensor and reran the calibration twice. The customer also primed the instrument using five patient samples and ran quality controls. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse replaced the integrated multi sensor technology (imt) probe, tubing and transducer. The cse then performed imt port correction and auto aligned imt module and probe. The cse performed a rotary leak test, which passed. The cse also primed the instrument and ran quick checks, which were within acceptable ranges. The cse also replaced the imt vlyte multi-sensor and performed dilution check. The cse calibrated the electrolytes and ran quality controls, which were within acceptable ranges. The cause of discordant falsely elevated na results was related to sample integrity and sample handling. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower than the initial results. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na results.